Event description:
It was reported that 2 admin sets 20dp w/ filter y site clmp leaked at the filter during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "on (B)(6) 2021 a user reported that an administration set model b2-70071-df lot 20085018 was leaking at the filter closest to the patient. It happened on two separate occasions. Operator rn. Medication entyvio. Patient involved. Patient not harmed. User is unsure of the exact date. Happened over the last couple of weeks."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no investigation was performed since no sample was received for evaluation. DHR review model: b2-70071-df, lot number: 20085018, lot quantity: (B)(4), qn: zero, q7: zero, mfg date:aug/20/2020. No qn was found during manufacturing of the lot reported in this complaint. Root cause definition: no root cause definition was determined due to the customer did not provided a sample for evaluation and lot number. Corrective and preventive actions no preventive and corrective actions required due to no sample was received for evaluation.

Event description:
It was reported that 2 admin sets 20dp w/ filter y site clmp leaked at the filter during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "on (B)(6) 2021 a user reported that an administration set model b2-70071-df lot 20085018 was leaking at the filter closest to the patient. It happened on two separate occasions. Operator rn. Medication entyvio. Patient involved. Patient not harmed. User is unsure of the exact date. Happened over the last couple of weeks."